Event description:
The reporter spoke with the or staff and stated the surgeon attempted to use a cq2015a collamer aspheric three piece lens. When the lens was removed from the bottle, the loop haptic sheared off. The leading loop haptic stuck in the bottle. There was no attempt to load the lens. No patient contact. Backup lens, same model and size was implanted. Device was received defective.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4): evaluation:method - lens work order search.results - visual inspection of the returned product found one loop haptic is bent and completely torn off from optic. The optic is torn at the haptic junction. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found.conclusions - based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation: method - device history record review. Results - device history record review: all the lenses and vials were 100% inspected were found to meet all the acceptance criteria. Based on the investigation performed, the device history record review, the deviation review, root cause analysis, and work order search, the root cause of the complaint could not be determined. Conclusions - based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).